Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field and the issue of the cot drop was not confirmed; no defect or malfunction was found, and the cause was traced to the user. The issue of the cot height cannot be adjusted being was confirmed. The device was repaired on site and returned to service. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped to the lowest height and the cot height cannot be adjusted. There was no patient involvement.